Event description:
It was reported that the user experienced a severe hypoglycemic event with a recorded glucose of 23 and a brief loss of consciousness at home, after announcing dinner and subsequently initiating a fill tubing procedure around the time glucose was already below 40; the user reportedly pushed approximately 11 units during the extended fill and later experienced elevated glucose, with a brief cgm signal loss also noted. Symptoms included hypoglycemia and loss of consciousness, followed by hyperglycemia. Outcomes included emergency medical evaluation in the emergency department, without admission, and the need for medical treatment. Investigation included communications with the user and analysis of information provided by the user and third parties, including review of engineering logs. Investigation of this case revealed no device findings available and insufficient information to identify a specific device problem or component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.